Event description:
It was reported that the device¿s downstream occlusion (dso) sensor was found to be bubbled and torn during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) sensor was bubbled and torn¿ was confirmed. The probable cause was unknown. The dso seal was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.